Event description:
It was reported that during the implant, the lead was difficult to position as the designated site was "tight". Upon removing the lead, it was noted that the lead was damaged and the helix would not retract. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the lead was stretched. It was also noted that the proximal conductor was distorted, all of the conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.